Event description:
During a cardiac procedure the mid1 dissector was introduced through a right sided thoracotomy. The surgeon inadvertently "poked" a hole in the atrium. The pt was subsequently placed on bypass to enable the surgeon to repair the tear. The bleeding was controlled, and no clinical consequence to the pt was reported.

Manufacturer narrative:
The instrument was not returned for eval, so we evaluated one of our retained samples from the most recent purchased lot for the hosp. No issues were revealed. The lot records for this batch were reviewed to determine if any deviations were permitted that may have caused or contributed to this event and none were noted.